Event description:
Additional information was received. The reported issue occurred during pre-use check in mid to late 2023. It was unknown what patient this setup was for.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found a broken top case, missing battery, missing battery door, and a rattle sound inside the pump, it was from the handle's screw. Battery communication timeout was found in the device's event history log. It was determined the root cause came from customer damage. The top case and battery were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device had a bad battery, and broken handle, and a rattle inside. Patient involvement is unknown.